Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead was reprogrammed to bipolar sensing and unipolar pacing

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high and undefined lead impedance and a polarity switch on the right ventricular (rv) lead. On the day of polarity switch there was a threshold increase. It was further reported there has been a gradual increase in lead impedance and an increase in threshold after the polarity switch. Rv lead sensing increased and the lead remains in use in the unipolar configuration. No patient complications have been reported as a result of this event.